Event description:
Reporter indicated that a (B)(6) handheld computer's screen froze during interrogation. Reseating the flashcard and resetting the device did not resolve the issue. Product is expected to be returned to the MFR.